Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 629142) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section, parity 3 and multigravida. Previously administered products included for an unreported indication: depo-provera from (B)(6) 2009 and oral contraceptive from 2007 to 2008. Concurrent conditions included diabetes, irregular periods, dysfunctional uterine bleeding, uterine leiomyoma and pelvic adhesions. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menopausal symptoms ("hormonal changes describe: menopausal symptoms"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("right abdomen pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain had resolved and the menopausal symptoms and dyspareunia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, menopausal symptoms, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2019: quality safety evaluation of ptc (product technical complaint). We received the batch number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 629142) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section, parity 3 and gravida ii. Previously administered products included for an unreported indication: depo-provera from (B)(6) 2009 and oral contraceptive from 2007 to 2008. Concurrent conditions included diabetes, irregular periods, dysfunctional uterine bleeding, uterine leiomyoma and pelvic adhesions. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menopausal symptoms ("hormonal changes describe: menopausal symptoms"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("right abdomen pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain had resolved and the menopausal symptoms and dyspareunia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, menopausal symptoms, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: menorrhagia, dysmenorrhea. Most recent follow-up information incorporated above includes: on 29-apr-2019: pfs & mr received. Case was upgraded to incident due to specified event. Reporter's information was added. Lot number was added. Patient's demographics were added. Date of insertion & date of removal of suspect drug was added. Added event menopausal symptoms, abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, abdominal pain. Updated outcome of events. Updated event onset date. Medical history, historical drug, concomitant condition, concomitant drug were added. Lab data was added. We received the batch number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.